Event description:
(B)(4). Headaches, heavy menstrual cycle, nausea, vomiting, leg cramps, hot flashes, hair growth on my face, mood swings, depression, most of all severe abdominal pain, unexplained rashes and eczema on my hands. Also bouts of colitis that I've been hospitalized for. Constipation and diarrhea.